Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not properly communicate with batteries) has been confirmed. As received, the monitor would not communicate with the battery packs. Upon evaluation, the u1003 pld component on ca board sn (B)(4) was suspected to be defective. The cause of the inability to properly communicate with the batteries is the suspected defective pld component. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the monitor would not communicate properly with the battery packs. The patient was issued a replacement monitor.